Event description:
Pt reports she was having blurred vision and went in to see a doctor on (B)(6) 2012. She has been prescribed prescription eye drops. Follow up with the ecp notes that this pt was treated for an infection and diagnosed with clare (contact lens acute red eye) and was given maxitral (steroid) to clear up an eye infection she had in both eyes. A week later was given systane balance for one week which was to treat dry eyes. There was no reduction of visual acuity. This is being reported as infection and clare.

Manufacturer narrative:
This is being reported as infection and clare. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.